Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported information that the balloon appeared to be 150mm was not confirmed and a conclusive cause was not determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 7x120 armada 35 balloon dilatation catheter was inflated to predilate the superficial femoral artery when it was noted that the length of the inflated device extended a considerable amount beyond the 120 marker. Reportedly the length of the armada looked more like 150 than 120. The device was successfully used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.